Event description:
The facility stated that the surgeon implanted a cc4204bf plate collamer lens. The lens tore upon insertion into the eye. The incision was enlarged to remove the lens. A suture was required to close the wound. The facility was unable to provide the injector and cartridge lot numbers. The cartridge model sfc-25 fp, injector model was unknown.